Manufacturer narrative:
(B)(4). Device passed sleep current measurement, active current measurement and displacement test. No battery alert noted during testing. Device received with faded serial number label, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer also states that the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.